Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n319633, implanted: (B)(6) 2012, product type: screening device. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 8591-38, lot# d17525, implanted: (B)(6) 2012, product type: accessory. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed because it was not helping their pain in the lower back and legs. Specifically, he patient stated that in 2014, the pain 'started feeling uncomfortable' and had moved as they started to feel the pain shooting down their legs. They had not used the ins since 2014 as it was not helping the pain. The patient stated that on (B)(6) 2014 that had a 'gastric sleeve' done. On (B)(6) 2015 the patient had back surgery and had the ins removed due to not getting pain relief. The indications for use were noted as non-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.